Event description:
Per the clinic, the patient experienced partial protrusion of coil and magnet area, extrusion of the receiver/stimulator, an infection, redness, edema, fistulation of small amount of pus and necrotic soft tissue at the implant site. Subsequently, the patient was hospitalized for an IV and topical antibiotics treatment for one week (specific date not reported). However, the issue could not be resolved. The patient was placed under general anesthesia on (B)(6) 2025, in order to remove the affected necrotic soft tissue, cleaning the wound area and reposition the coil before closure of the wound. The implanted device remains.

Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
Per the clinic, the patient received full benefit from the implant and can communicate fluently however, the device was electively explanted on (B)(6) 2025 due to previous reported events. There are no plans to reimplant the patient with a new device as of the date of this report.